Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient faced an event where the needle is difficult to remove from the skin after insertion on (B)(6) 2025. As it was painful the catheter was removed immediately after insertion, and the small tube was kinked at the top. No further information available.